Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review.the cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.homechoice and homechoice pro apd systems patient at-home guide gives the warning that too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 23:00:19. During night drain cycle one, the patient's ultrafiltration reading was 1532ml, indicating the home patient (hp) drained 1532ml more than their maximum programmed fill volume of 2300ml. No additional information is available.